Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed during testing. Error 1260 is related to a broken internal real time clock which is on the microprocessor board. The mpu board will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device alarmed "error 1260."